Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 250 mg/dl. Reportedly, the customer believe that the occlusion alarms were due to the t:lock in infusion sets. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the issue. The customer cleared the alarms and continued using the pump for insulin therapy.